Event description:
The customer reported that the insulin pump had battery out limit. Troubleshooting was done. Customer's blood glucose was 109 mg/dl. Advised the customer we would replace the battery cap. Advised to monitor the insulin pump. Customer reported back stated received battery cap and got battery out limit again. Customer's blood glucose was 253 mg/dl. Customer stated it was not the battery cap. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. Unable to verify for battery out of limit and weak battery alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).